Event description:
The customer stated that she tested her blood glucose and received a reading of 260 mg/dl. She retested and received a reading of 49 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Troubleshooting of the meter and strips showed them to be operating as designed, so the customer did not want to return the product for evaluation.